Event description:
While inserting the backup battery into the heartmate ii backup controller, part of the connecting piece broke. The white piece with the arrow became separated from the ribbon cable. The ribbon and the portion of the ribbon which is inserted into the backup battery was intact. Controller was returned to the company for replacement. No patient involvement as this device was being prepped for use in a case.